Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a system suddenly stopped during the irrigation / aspiration portion of a cataract surgery. The patient experienced an anterior chamber collapse. The procedure was completed after rebooting and repriming the system. There was no patient harm.

Manufacturer narrative:
The clinical analyst has reviewed the file and stated the following: ¿the customer reported that the system stopped suddenly during irrigation/aspiration (I/a). The customer noted priming and tuning were completed with a used soft bag and a new soft bag was attached by mistake. The system stopped suddenly during I/a and a collapse of the anterior chamber occurred. The inner cover was unable to be opened even though attempts were made to replace the soft bag quickly. The system was switched off and reactivated. The surgery was completed after re-priming. No patient harm was reported. The system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states warning(s) and instructions about appropriate settings and preparation (without which may cause chamber shallowing or collapse), resulting in patient injury. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. There is no evidence that the design or manufacturing of the system contributed to the reported event.¿ product evaluation: no further information was able to be obtained from this customer. The system was manufactured on february 7, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause of the reported event can be attributed to the incorrect setup during priming and tuning. (B)(4).